Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient wanted to speak to a rep to discuss the ins never working for them since implant. They stated that the device was ¿failing or failed¿ because it never did what it was supposed to do. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The hcp who was calling with the managing hcp office called and requested a local manufacturer representative (rep) be available for the next day (2019-jul-02) and stated the ins had not been working. It was noted in the call that the patient had called patient services earlier but they had not reported the ¿not working.¿ the caller did not have any further information and the event date was unknown. The hcp was redirected to the national answering service to page a manufacturer representative (rep). There were no further complications reported.